Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported, the error message "battery cannot be charged, full back up may not be available" displayed on the central control monitor, although the battery indicator showed the battery was fully charged. The user also reported the error message displayed intermittently. An alternate device was employed to conclude the procedure. The user reported, the surgical procedure was competed successfully, and there were no adverse consequences to the pt as a result of this event.